Manufacturer narrative:
Concomitant medical product: model 3186, scs lead. Therapy date unknown.

Event description:
Reference MFR. Report number: 3006705815-2019-01296. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced.